Event description:
The clinician reports the implant was inserted (b)(3) 2023 in ada 12. On 2023-09-27, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and increased sensitivity. No further patient complications were reported.